Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that there was blockage in the infusion set tubing on (B)(6) 2025. The patient replaced the supplies as necessary and resumed the insulin therapy. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) according to reference results complaint is (B)(4) has been evaluated. The batch 6006923 in question was manufactured at the reynosa site. The information in this complaint (B)(4) has been evaluated for the malfunction occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). No escalation required. The batch 6006923 in question was manufactured at the reynosa site. Complaint investigations. Visual test according to work instruction (wi) version 3.0 on reference samples, reference samples passed the test. Functional flow test according to wi version 2.0 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6006923 was manufactured according to the wi version 96 manufactured in the line multivac 10, on 03/may/2024, with a total of (B)(4). Gluing of tubing the lot 4d04306 was manufactured according to the wi version 63 in the gluing of tubing in the machine sc08, on 23/apr/2024, with a total of (B)(4) units. The lot 4d01238 was manufactured according to the wi version 63 in the gluing of tubing in the machine sc08, on 12/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6006923 and no other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.